Event description:
It was reported that the patient experienced headache and chest pain which is not device related. The patient was sent to emergency room. The patient was doing better and was discharged from hospital. No further issues at this time.